Event description:
Unomedical reference number (B)(4). Event occurred in argentina on (B)(6) 2024, it was reported that on (B)(6) 2024, the patient's experienced glucose rising after set was changed. When they decided to change infusion set and noticed cannula was bent. Patient changed full set. Also, mentioned that the patient was positioned upright when inserting infusion set and duration of use was less than a day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.